Manufacturer narrative:
Update rec'd (B)(4) 2013- pfs and medical records received. Part/lot was provided. The previous invoice that was located did not provide information for the stem. A femoral stem has now been added. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, metallosis and difficulty ambulating. Date of implant has been provided and invoice located with part/lot information. The MDR decision has been reversed to address these issues.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code y3je31000. A search of the complaint database finds additional reported incidents against lot codes 1229297 and x68hy1000 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the femoral head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the added metal head and stem provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.